Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension is dislodged from the main tube and the entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. Engineering also observed that the tube extension has a section below the breakage that exhibits charring/melting, indicating that an arcing event occurred. The instrument was disassembled to find the hypotubes exhibiting darkened marks where the tube extension broke. The inner surface of metal tube reinforcement ring and tube extension have dark marks in the same location as the external charring. It was determined that the arcing event like occurred after the breakage of the tube extension. No other damage was found.

Event description:
It was reported that during a da vinci si surgical procedure the tip of the monopolar curved scissors instrument fired and pulled away from the shaft. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.